Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller was returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the information about (B)(6) of this per was determined to be supplemental information to MFR # 2916596-2025-04659. A supplemental report will be submitted under there once the manufacturer's investigation is complete.